Event description:
The iab was inserted through sheath into femoral artery. After 3 days of use, blood was found in line. Helium loss alarms caused pump to stop and necessitated removal of iab. Reinsertion not required as pt was stable. No pt complications reported.